Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One new sealed micropuncture transitionless access set was returned for evaluation. A black particle of foreign matter was visible inside the outer pouch at the bottom left of package. The particle was 1 mm in length. A document-based investigation was performed. Review of the device history record shows no nonconforming events. There was one other reported complaint for this lot number; however, it is not related to this device failure. Based on the information provided, examination of the returned product, and the results of our investigation; the definitive root cause has been determined to be manufacturing related. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that foreign matter was observed in the micropuncture transition-less access set package. The device was unopened and did not come into contact with a patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.